Event description:
During tear down of the circuit after the procedure, the customer noted that the arterial filter had been placed backwards in the line. The customer's report stated that there was no patient detriment.